Manufacturer narrative:
No additional information is available at this time. If additional information becomes available this report will be updated.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited high shock impedance measurements greater than 125 ohms in various lead configurations. The triad configuration was within normal limits at 109 ohms. It was reported that the physician elected not to perform defibrillation threshold (dft) testing to ensure the integrity of the system. It was recommended that the device remain programmed in the triad configuration and the patient be followed via remote monitoring. No adverse patient effects were reported.

Manufacturer narrative:
Additional information indicates the patient was brought in and a commanded shock and defibrillation threshold (dft) testing were performed in distal coil to can configuration. Normal shock impedance values were observed. The physician planned to monitor the lead and did not intend to perform a revision procedure. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information received from the local field representative indicated that the physician plans to continue to monitor the patient. No additional information is available at this time. If additional information becomes available this report will be updated.

Event description:
Approximately one year later we received information that a remote monitoring alert was received indicating that the shock lead impedance had again exceeded 125 ohms. In a review of the data, it appeared that the impedances had been greater than 125 ohms throughout the last year, but the data had not been transmitted. It was suspected that the remote monitoring communicator was unplugged.

Manufacturer narrative:
Additional information received from the local area sales representative indicated the lead configuration was programmed distal coil to can per the physician. A lead replacement procedure planned to be scheduled.